Event description:
The initial reporter alleged discrepant reactive results for one patient sample tested with the hiv combi pt elecsys cobas e 100 assay on a cobas e601 analyzer. On (B)(6) 2020, the first sample (ID 80078454) was tested with the hiv combi pt assay and generated a result of 78.63 coi (reactive). A polymerase chain reaction (pcr) test performed on the same sample was negative. On (B)(6) 2020, a second sample (ID 6210482710) from the same patient was tested with the hiv combi pt assay and generated a result of 70.01 coi (reactive). A subsequent pcr test and blot analysis for this sample were negative.

Manufacturer narrative:
The analyzer serial number was not provided. The investigation determined that the elecsys hiv combi pt assay performed within specifications. A review of calibration and quality control data confirmed that all signals were within expected ranges. Retesting of the patient sample during the investigaion confirmed a reactive result in the elecsys hiv combi pt assay. Further interference analysis indicated that the sample was reactive with only one hiv-1 specific antigen, which is indicative of a false reactive result. As an additional service, the patient sample was tested with the elecsys hiv duo assay, which generated a result of 24.5 coi (reactive). Subresults for the hiv duo assay included a-hiv at 24.5 coi (reactive) and hivag at 0.171 coi (non-reactive) further supporting the conclusion of a false reactive result. The root cause was attributed to a sample-specific discrepancy. False reactive results are consistent with the specificity claims outlined in the assay's method sheet.